Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced undersensing of premature ventricular contractions (pvc) which resulted in the detection of false bradycardia episodes. The icm remains in use. No patient complications have been reported as a result of this event.